Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the surgeon commented the instrument is worn out and needs replaced. After 12 years in distribution, the handle no longer holds onto the tibial tray trials properly as it is loose and could potentially fall off. The surgery was completed with this device with no delay to surgery or intervention necessary. No adverse event occurred.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
Examination of the returned device confirms instrument wear out. Review of the device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unable to be determined; however it is noted the device has been in distribution for 11 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.